Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found grip had a scratch. The air/water cylinder had discoloration. The suction cylinder had discoloration. The switch box had a scratch. Due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value. The light guide lens had a crack. The connecting tube had a buckling. The universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the videoscope's fiber optic lens was broken, distal end cap was defective and the insertion tube was crushed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water cylinder had foreign objects and the air/water tube had white foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.